Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was stated that the issue was a difference between the functionality of the 8840, which auto-locked, and tablet, which manually locks. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 440.6 mcg/day via an implantable pump. It was reported that the patient's drug concentration was changed from 1000 mcg/ml gablofen to 2000 mcg/ml lioresal. The clinician initially interrogated the pump with the 8840 and pulled the settings they wanted to enter. Then the pump was interrogated with the clinician tablet. It was noted the 24 hour dose lock state was unlocked upon interrogation and was left that way when re-entering the flex dosing steps. With each step that was entered, another hcp was looking to confirm that the steps matched. However, at the end of the programming session, the current vs. Pending doses were very different. It was hypothesized that the clinician may have changed the 24 hour dose at the top of the flex dose screen and thus changed all the subsequent steps below it. The rep was then to assist the hcp in programming the pump to match the old settings. No further issues were reported or anticipated.